Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer reportedly received the following results on the aviva expert system: 12:56 pm: 114 mg/dl. Patient ate chili and six crackers. Advised 1 unit, no information provided as to whether any insulin was taken. 1:05 pm: 134 mg/dl 1:08 pm: 110 mg/dl 1:12 pm: 223 mg/dl, 1:13 pm: 121 mg/dl 1:16 pm: 97 mg/dl. Patient felt lightheaded, no information provided on what was done for the patient feeling lightheaded. 1:18 pm: 148 mg/dl 1:24 pm: 115 mg/dl 1:37 pm: 136 mg/dl no adverse event reported. Return of suspect device was requested and replacement was sent.